Event description:
It was reported that the patient experienced repeated insulin occlusion alerts that began in the early morning and continued to recur. The patient was instructed to resume insulin delivery, disconnect from the cannula, and perform a tubing fill. Insulin drops were observed during the tubing fill, confirming insulin flow, after which the patient reconnected to the cannula. The patient was using a 23-inch, 6 mm infusion set. Blood glucose levels were reported at 185 mg/dl initially and later measured at 171 mg/dl. The patient indicated that blood glucose levels were not affected by the issue, with levels outside the target range for approximately four hours. No backup therapy was used, no ketone testing was performed, and no steroid injections were reported. No professional medical intervention, additional assistance, or immediate health effects were experienced. During a follow-up contact, it was reported that the patient¿s blood glucose levels had increased to 336 mg/dl. Device data indicated insulin delivery; however, it was suspected that insulin leakage was occurring due to the cannula not being fully inserted. A complete supply change was planned, and follow-up was anticipated. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.